Event description:
It was reported by service report that the hydraulic cylinder leaking at fill plug. It is unk if there was pt involvement, however, there were no adverse consequences reported.

Manufacturer narrative:
Other: o-ring.